Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of blebitis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a xen®45 gts event in the right eye described as "2 years after implant, patient presented with very red eye, blebitis with iritis, and very high iop." Treatment was provided as moxifloxacin (q1h) and prednisolone (qid), improving the iritis but intraocular pressure (iop) remained uncontrolled. 3 weeks after presentation, the xen®45 gts was removed due to device failure and an ahmed valve was implanted.